Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on her insulin pump are not responding. Customer stated she was delivering a bolus when the screen went to summary; customer inserted new batteries and device alarmed battery out limit and buttons were still not responding. Customer reported that she was wearing the insulin pump in pool and that it was submerged under 2 inches of water for 10 seconds. Blood glucose level 196 mg/dl. Nothing further reported.

Manufacturer narrative:
The device had no button error alarm noted. The insulin pump had an intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window and stained end cap sticker.